Event description:
Invalid result(s):Customer purchased a Flowflex kit that produced invalid results. No C line appeared. She followed the directions and waited 15 minutes. The sample was dispensed into the S well. Picture provided

Manufacturer narrative:
The current complaint is pending investigation from ACON's contract manufacturer.ACON will submit a follow-up MDR upon investigation completion.Any additional information received by ACON may be included with a follow-up MDR.